Event description:
It was reported that the patient received multiple inappropriate shocks due to an apparent lead fracture. The lead was explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured, the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.